Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that dr. (B)(6) was the implanting physician. On (B)(6), noted atrial lead noise with inappropriate atr mode switches. Interrogating patient today for possible lead revision. Ra lead is now settled down. Rv lead noted with a few stored non-sustained events, while sleeping, with rv noise, possible myopotientials. Device follow up checks out fine. Normal lead impedances and thresholds. Referred to following md. Technical services suggested cxr for lead position. Leads may be settling down. May need md to manipulate pocket to reproduce noise looking for a setscrew issue and while checking lead impedence fluctuations. Otherwise md may want to wait for peri-op lead instability. Rv noise was overnight while patient was sleeping. Rep to troubleshoot and discuss with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).